Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: australia.

Event description:
It was reported that during surgery, the unit was not cutting efficiently and did not sound right on correct wall pressure. It is unknown if there was patient harm or surgical delay. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record identified the technician tested the device and found no related findings/repairs to the reported event as there was no problem found with the device. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.